Event description:
A valiant stent graft system was implanted for the endovascular treatment of a 58 mm in diameter and 50 mm in length thoracic aortic dissection in zone 3. It was reported that the 30x30x150 was placed in zone 4, followed by 44x44x100 in zone 2. A major endoleak was observed in the first angiography, a reliant balloon was used for touch up of the junction area and the proximal landing zone. Although, a minor endoleak was observed, the procedure completed and the patient is being monitored by their physician. No clinical sequelae were reported. The physician commented that the leak was inevitable because the dissection entry point was just below lsa and the landing zone was small. As it is a minor leak, the patient is under monitoring.

Manufacturer narrative:
(B)(4). Evaluation, conclusions: off-label, unapproved, or contraindicated use (pre-operative dissection).